Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product requested, but not yet received.

Event description:
During the procedure, the drill bit fractured out of the femoral drill guide. This resulted in a delay of fifteen minutes. The surgeon completed the procedure with a pin.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of wear, damage, fracture and indentations. However, a conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under maintenance, inspection and functional testing states, "all instruments should be visually checked for damage and wear. Cutting edges should be free of nicks and present a continuous edge."